Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2020-00230. 3013886523-2020-00231. A facility reported inaccurate intracranial pressure readings. It was reported intracranial pressure readings were ¿jumping¿ from positive to negative when a microsensor was implanted in a patient in the surgical theatre. The patient was in surgery for a subdural hematoma evacuation. The microsensor was inserted and initially had positive readings (around 6-8 mmhg) and when the bone flap was put back on the readings went to negative 10 mmhg. After the problem occurred, a second directlink module was set up and there were similar issues. A second cerelink icp sensor and directlink were tried with similar results. There was a surgical delay of approximately 20 minutes while troubleshooting set up. The integra account manager was present during the case and assisted with setup and troubleshooting. The same patient had a cerelink microsensor and directlink monitor set up on (B)(6) 2020 for intracranial pressure monitoring and this surgical case on (B)(6) 2020 was to revise that first sensor which also had problems with negative readings when the patient was in the intensive care unit (mfg report numbers 3013886523-2020-00227 and 3013886523-2020-00228).

Manufacturer narrative:
Updated fields: d10, g1, g4, g7,h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). The directlink was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided. Therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.